Event description:
Information received indicates the left siderail is not latching.

Manufacturer narrative:
The technician isolated the issue to a broken siderail end tub. He replaced the siderail end tube to repair the stretcher.